Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. The patient was expereincing low flows on durable left ventricular assist device and the decision was made to exchange the impella rp flex for protek duo.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.